Event description:
It was reported that post implant, the atrial lead sensing decreased and the threshold measurement was high. An x-ray showed that the lead had dislodged from the atrial appendage. The pocket was re-opened and the physician retracted the helix, but he could not get the lead to stay in position. The helix would not extend with multiple attempts (the lead would only twist). Upon removal of the lead, it appeared that tissue was "jammed in the mechanism of the helix." The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.